Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2020. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D10: device availability- additional. G4: date received by manufacturer - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: event problem and evaluation method codes - additional.

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2020. The product was evaluated. An external visual inspection was performed and failed due to a missing sensor wire. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.